Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced dislocation/subluxation. In a separate visit the lens was explanted the problem was resolved. Cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).